Event description:
It was reported during a routine check performed by biomed department that the cardiosave intra-aortic balloon pump (iabp) unit battery was not charging. No patient involved.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Hospital biomed determined it was a bad battery. They are going to order a new battery. No on site service visit was performed by getinge. All available information has been provided and no further information is available.